Event description:
It was reported by the physician that the lead helix appeared to be extended when opening the package. The lead was implanted, dislodged, and was repositioned multiple times until fixation. It was also reported that two days after implant, the lead dislodged again. Additionally, the lead was implanted after the use before date. The lead was replaced and returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), blood in/on helix/lobe mechanism, a damaged guidetooth, and apparent explant damage.